Event description:
An olympus field service engineer (fse) reported that a high flow insufflation unit was experiencing air flow rate issues during an installation demo of a live procedure for a renal transplant. According to the initial reporter, the air flow rate set value and measured value were inconsistent. Reportedly, the procedure was completed using a similar device with no patient harm reported.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in section e. Should further information be provided, another supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Product was returned and evaluated on feb 20, 2022. The evaluation results confirmed the flow rate differs between the set value and the measure value. This issue was intermittent. This malfunction is likely due to a damaged wire which is connected between the manifold unit and mainboard. No other defects were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the damaged wire caused the flow measurement to fail. The root cause of the damaged cable cannot be identified. Olympus will continue to monitor field performance for this device.